Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported. No additional information was provided at this time.